Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The customer did not request any further investigation regarding this issue. Based on the available information, a general reagent issue could be excluded the investigation determined the event was consistent with a pre-analytical handling issue.

Event description:
The initial reporter received a questionable elecsys anti-tshr result for one patient tested on a cobas e 411 rack. Prior to patient testing, the customer confirmed qc was ok. The patient's initial anti-tshr result was reported outside the laboratory. The patient's physician "pointed out that the trend had changed from about 4 iu/l last time." The customer performed repeat testing with the patient's sample. The patient's initial anti-tshr result was "<0.800" iu/l. The patient's repeat anti-tshr results were 4.32 iu/l and 4.34 iu/l. The anti-tshr reagent lot number was 521232 with an expiration date requested but not provided.